Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending coronary artery (lad) and in the left main lad. The 3.0x15 mm rx vision stent delivery system was advanced in the lad and came in contact with a previously implanted non-abbott stent. The rx vision stent was caught on the non-abbott stent and was dislodged in the lad. Attempts to snare the rx vision stent were unsuccessful. A 5.0x18 mm rx ultra stent delivery system (sds) was selected for use to crush the dislodged stent to the vessel wall; however, the ultra sds could not be advanced through the 6fr guideliner. The diameter of the guideliner was too small. A 4.5x24 mm non-abbott stent was used to successfully crush the stent to the vessel wall and for treatment of the lesion to complete the procedure. There were no adverse patient sequelae. Although there was a delay in the procedure it did not result in significant impact to the patient. No additional information was provided.